Event description:
At end surgery it was noticed at oxygenator examination, there was a significant crack in the gas inlet port where gas source was escaping. Concluding the high gas flow rates were required to overcome the crack and thus enter the oxygenator. No harm to patient.